Event description:
Material # 309605 lot # unknown it was reported by customer that particle in the syringe on the plunger before the stopper. Rcc received a complaint via email. Email(s) attached I am submitting a complaint for a particle in the syringe on the plunger before the stopper. Product name: syringe 10 ml ll tip bulk convenience pak catalog number: 309605.

Manufacturer narrative:
One sample and one photo of a 10ml luer-lok syringe were received and evaluated. The sample received loose and separated. The foreign matter was missing from the sample received. The photo shows a slight light brownish discoloration on the plunger non-fluid path. The size and type of foreign matter cannot be determined from the photo provided. Ftir testing was performed, and the results were inconclusive as to what the foreign matter was. The closest matches were chloroform and dimethylpyrrole; however, neither are used in the manufacturing process. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the assembly process. The lot number is unknown, therefore the device history review cannot be completed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: it was reported by customer that particle in the syringe on the plunger before the stopper. Verbatim: rcc received a complaint via email. Email(s) attached I am submitting a complaint for a particle in the syringe on the plunger before the stopper. Product name: syringe 10 ml ll tip bulk convenience pak, catalog number: 309605.